Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the intrasaccular flow disruption web device was used to treat a patient with unruptured left anterior communicating artery (acom) aneurysm, approximately 7mm x 9mm. Reportedly, when the device was deployed in the aneurysm and detachment was attempted with a detachment controller, the device failed to detach. Multiple attempts were made using 2 different detachment controllers without success. Due to the time period elapsed (approx. 20/30 minutes) taken to carryout the above, after angiographic imaging, the web appeared to be full of thrombus and completely occluding the aneurysm, the physician was reluctant to recapture the web due to the high potential embolic material that could be released. The device was left in-situ with the pusher wire cut at the iliac access point. A portion of the microcatheter was also left in-situ to protect the wire from damaging the artery. At the end of the procedure, the patient was fine and well with no visible harm. Post procedure the patient was put on extra antiplatelet cover with prasugrel.